Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation- uterus / migration of essure device location of device: uterus') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nephritis. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), systemic lupus erythematosus (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (hysterectomy partial / salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, female sexual dysfunction and pelvic pain outcome was unknown and the genital haemorrhage, dyspareunia and coital bleeding had resolved. The reporter considered coital bleeding, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, systemic lupus erythematosus, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), general abnormal bleeding, migration and perforation, lupus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: essure confirmation test(s) (unspecified) -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. On 16-mar-2020: pif received: reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation- uterus / migration of essure device location of device: uterus') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nephritis. In (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), systemic lupus erythematosus (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (hysterectomy partial / salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6)2016. At the time of the report, the uterine perforation, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, female sexual dysfunction and pelvic pain outcome was unknown and the genital haemorrhage, dyspareunia and coital bleeding had resolved. The reporter considered coital bleeding, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, systemic lupus erythematosus, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), general abnormal bleeding, migration and perforation, lupus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: essure confirmation test(s) (unspecified) -bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jan-2020: pfs was received. New events abnormal bleeding (vaginal, menorrhagia), apareunia, pelvic pain, bleeding during intercourse were added. Date of insertion and date of removal were updated. Outcome was added. Aka name was added. Patient demographic was added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation- uterus'), genital haemorrhage ('general abnormal bleeding') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and systemic lupus erythematosus outcome was unknown and the genital haemorrhage and dyspareunia had resolved. The reporter considered dyspareunia, genital haemorrhage, systemic lupus erythematosus and uterine perforation to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), general abnormal bleeding, migration and perforation, lupus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) -bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event: lupus was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation- uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation outcome was unknown and the genital haemorrhage and dyspareunia had resolved. The reporter considered dyspareunia, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), general abnormal bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) -bilateral occlusion.. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Product indication and essure explant date added. Essure implant date updated. Previously reported ¿injuries¿ was updated to dyspareunia (painful sexual intercourse). Events- migration/perforation- uterus and general abnormal bleeding added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.